Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hotline call. The registered nurse(rn) from the cardiac care unit (ccu) was patched in from the answering service. According to the rn, she has a patient on the pump in a 1:2 assist ratio. The rn stated, they had 3 alarms over the last 5 hours and they all were "unable to refill" the intra-aortic balloon (iab). The rn said, they were able to clear the alarms and resume pumping. The clinical support specialist had the rn make sure there was helium in the tank, and all of the connections were tight. As well as, check for evidence of blood in the helium driveline tubing. Per the rn, all of that was fine. The css told the rn it could be something with the valve in the pump and they should have the pump checked by biomed when it was removed. The rn wanted to know if they should change it out now or wait. The css told the rn it was up to her, but they may want to have another pump ready in case this one stopped working. Especially if the patient was pump dependent. The rn stated they were weaning the patient and just waiting on his platelet count to improve to pull out the iab. The patient is stable and on no support drugs. The rn stated she would discuss with the perfusionist and they would decide if they wanted to change it out now or just wait until the iab is removed.

Manufacturer narrative:
(B)(4). Evaluation: no parts were returned to teleflex for analysis. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "unable to refill alarm" is not confirmed. No iap parts or recorder strips were returned for evaluation at the facility therefore, the root cause of the reported complaint is undetermined. Will continue to monitor for any trends.

Event description:
It was reported via a hotline call. The registered nurse (rn) from the cardiac care unit (ccu) was patched in from the answering service. According to the rn, she has a patient on the pump in a 1:2 assist ratio. The rn stated, they had 3 alarms over the last 5 hours and they all were "unable to refill" the intra-aortic balloon (iab). The rn said, they were able to clear the alarms and resume pumping. The clinical support specialist had the rn make sure there was helium in the tank, and all of the connections were tight. As well as, check for evidence of blood in the helium driveline tubing. Per the rn, all of that was fine. The css told the rn it could be something with the valve in the pump and they should have the pump checked by biomed when it was removed. The rn wanted to know if they should change it out now or wait. The css told the rn it was up to her, but they may want to have another pump ready in case this one stopped working. Especially if the patient was pump dependent. The rn stated they were weaning the patient and just waiting on his platelet count to improve to pull out the iab. The patient is stable and on no support drugs. The rn stated she would discuss with the perfusionist and they would decide if they wanted to change it out now or just wait until the iab is removed.